Event description:
On 1/20/95 a port was removed from a pt. At the time of removal the catheter had a kink approx 1/4 inch from the catheter lock. Another port was implanted into the right subclavian.